Event description:
A review of service data detected a reportable event. Upon servicing battery pack sn (B)(4) was found to have a damaged connector. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery connector was damaged. The root cause for the damaged connector cannot be positively determined but was likely the result of drop or excessive force. No adverse event resulted from the defective battery pack. The last pt to use the battery pack did not report any deficiencies.